Manufacturer narrative:
(B)(4). The initial report was submitted under catalog number 3h80-02, (B)(4) manufacturing site. It was determined that the investigation should be performed on catalog number 3h62-01, (B)(4) manufacturing site. The risk management file for the celldyn 3700 analyzer indicates that the user may be exposed to chemical hazards when coming into contact with reagents during instrument maintenance. Controls in place to reduce the risk are personal protective equipment, handling instructions, hazard classifications, material safety data sheets, and instructions in the manual for handling and maintenance of the instrument. Customer complaint data was reviewed and no adverse trends were identified. The celldyn 3700 system operators manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The customer stated that the lyse reagent on the cd3700sl analyzer was empty. When she opened the cap of the lyse reagent part of the reagent that was left in the bottle sprayed out with pressure in her eye and on her face. The technician washed the area with a lot of water. There was no irritation or injury and no treatment was necessary.